Event description:
It was reported that when using the bd pyxis¿ es server, user requested the interface team to review pyxis for any ghost pockets. The user also observed that polye17jar was not triggering pyxis replenishments. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that polye17jar was not triggering pyxis replenishment's due to notification and report system failure. A technical support specialist dialed into cce (carefusion coordination engine) and reviewed examples, confirming the presence of ghost pockets. The tss cleared the entire inventory for the affected station in the cce database. The tss repopulated the inventory to restore accurate configuration. Informed the customer and requested monitoring. Customer confirmed the issue is resolved and the system is functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.